Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, pain, increased sensitivity. Soft tissued health, sinus lift 2-3mm, persistent sinus fallness, opted to remove. Implant removed due to sinus symptoms - no infection.